Event description:
Post market surveillance study. It was reported that following a coronary artery drug eluting stenting procedure, the pt experienced a myocardial infarction. The initial procedure treated the de novo, 3.5x43mm, 90% stenosed mid lad (left anterior descending). The lesion was predilated using a 2.5x15mm balloon, a 3.5x16mm taxus express2 drug eluting stent was deployed, and the stent was post dilated using a 3.5x10mm balloon. Additionally, another MFR's unk size drug eluting stent was placed in the distal lad and overlapping the taxus express2 drug eluting stent in the mid lad during this procedure. Post procedure ivus (intravascular ultrasound) was performed and the physician confirmed that residual stenosis was 0% and the stent was well positioned and well apposed. It was reported that the pt complained that he did not feel well after he left catheterization lab. The physician performed ECG (electrocardiogram) and confirmed a slight st segment elevation. The pt was diagnosed with a non-q wave, acute myocardial infarction. A 100% stenosis in the second diagonal was confirmed on angiography. The new lesion was treated the same day using an unk wire to improve blood flow resulting in 0% residual stenosis. The pt was discharged two days post procedure on aspirin and plavix. The physician assessed the myocardial infarction as possibly related to the device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. The most probable root cause classification of this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the device labeling.